Manufacturer narrative:
Original submission narrative: this issue is being reported later than the 30 day deadline as the result of retrospective of service notices. This issue was found as a potential safety issue and is being reported per our operating procedures. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of system lock-up during stress echo was investigated. It appears the user paused the exam, and the exam locked up upon resume requiring a re-boot. This is the same signature as what was fixed in another software release. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that during a dobutamine stress echo study, the system locked up. The user rebooted the system to regain functionality. Since the reported event occurred nine months ago, the customer is unable to recall the outcome of the patient and other relevant information. No additional information can be provided.